Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that when he inflated the device and had a curvature to the left. It was confirmed that the patient does not have a natural curvature, the patient presented pyrone's curvature of the penis. The ipp is currently implanted, and the patient has an appointment to see the physician next week for evaluation. There is no additional information reported.

Manufacturer narrative:
B3 approximated.